Event description:
It was reported that the patient was exposed to excessive radiation. The 85% stenosed target lesion was located in a severely tortuous and mildly calcified vessel, with a 90% bend. Following pre-dilation with a 2.0 x 12 emerge balloon, a 2.25 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. This caused a significant delay of the procedure which resulted to excessive radiation exposure of the patient. No further information is available.